Manufacturer narrative:
As of today, the lead has not been returned for analysis. Should the lead be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead was explanted after displaying pace impedance measurements of greater than 2,000 ohms. There were no adverse patient effects reported. The lead was to be returned for analysis.